Event description:
It was reported that review of a telemetry strip revealed that the pulse generator exhibited no ventricular capture with ventricular pacing. It was also noted that the patient was presyncopal with an episode on (B)(6) 2014. When the device was tested in clinic, normal capture was observed. The device remained implanted and the patient would be monitored.